Event description:
It was reported that after a diagnostic catheterization, arteriotomy closure of the right common femoral artery was attempted using perclose proglide devices. Reportedly, during device insertion over the proglide device j guide wire, when the guide wire was removed it was noticed that the device was not fully inserted into the vessel and the sheath of the device had bunched up inside the tissue. A non-abbott (amplatz) guide wire was inserted into the device to advance the device further, but blood return from the device marker lumen could not be obtained. The device was removed and a second proglide device was attempted, but although good arterial blood marking was achieved, the needles were not captured by the cuffs. The device was removed and a non-abbott device (angioseal) was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported clinically significant delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a morbidly obese patient. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients who are morbidly obese. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.